Manufacturer narrative:
One 120404f embolectomy catheter was returned for evaluation. The customers report of balloon damage was confirmed. The balloon latex appeared to have deterioration and leakage was observed through the cracks on the balloon. The proximal windings were removed to try and match the balloon edges. The balloon edges did not appear to match at the cracks. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Both the balloon windings were intact. There was no other visible damage observed from catheter body. A device history record review was completed and documented that device met all specifications upon distribution. The balloon wo number was verified and there is an ncr related to it. Non conformance description: on (B)(6) 2020 to (B)(6) 2020, cc latex balloon manufacturing used pre-cure parameters of 61 c/18hrs for latex compounding without qualifying per drum qualification which deviates from mi1643 revision cr for cc latex balloons in irvine ca. An engineering evaluation was assigned to the manufacturing site for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, this fogarty embolectomy catheter balloon popped during use. There was no patient injury reported. The product was returned for evaluation. The balloon latex appeared to have deteriorated and the balloon edges did not appear to match at the cracks.